Event description:
It was reported during a surgery, a 4 mm screw head stripped when the resident was twisting it into a dog bone plate. He tried to back the screw out of the skull, but it would not twist out and stripped further. When he tried to use a rongeur to remove the screw, the screw head broke off. One mm of the screw was retained in the patient's skull and unable to be removed. The surgery was able to be completed successfully.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.